Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead insulation break located at the proximal end of the lead allegation was confirmed. Visual inspection revealed polyurethane insulation melted at 13 cm from the terminal pin and it is consistent with electro-cautery damage resistance testing found the lead was electrically continuous.

Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation break at proximal end of the lead. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation break at proximal end of the lead. The lead was successfully replaced. No additional adverse patient effects.